Event description:
A low readings issue with the Abbott Diabetes Care (ADC) device was reported. A customer reported receiving a low scan result on the ADC device compared to unspecified readings obtained from a competitor brand meter. It is unknown whether the customer noted a trend arrow on the device. After waking up, the customer was very sweaty and experienced a seizure but was unable to self-treat. The customer received third-party treatment of honey from a non-healthcare professional (Non-HCP) as treatment. It was confirmed that no medication was administered during the event. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to Abbott Diabetes Care has been submitted.